Event description:
During an initial implant procedure, it was reported that the left ventricular (lv) lead insulation was damaged which lead to some wires protruding from the electrode's tip. The lv lead was not used and a new lv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of wire penetration to the insulation was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no insulation damage to be noted. Analysis was normal. No anomalies were found.